Event description:
A physician reported disengagement failure of a perforator during surgery (sta-mca bypass) causing dural damage and brain contusion. It occurred during the second burr hole at the tent. Hemostasis was performed. No surgical delay was reported. The drill used with the perforator was a "stryker". It is unknown if the perforator clicked in place on the drill. It is also unknown if the recommended spring tests were performed between each burr hole.

Manufacturer narrative:
The perforator was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The disposable perforator (ID 261221) was returned for evaluation. Unique device identification (UDI): (B)(4). Failure analysis - the perforator unit was inspected using the unaided eye. Unit had a worn label, no other anomalies observed. The IFU testing procedure was performed with no observed anomalies. Functional testing was performed using the same protocol it underwent at finished goods testing prior to release and the unit was found to perform as intended and fulfilled the acceptance criteria. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Event description:
N/a.